Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the wrist of a force bipolar instrument broke off as the customer was trying to remove the instrument with the cannula. The customer, ¿ripped the abdominal wall¿ resulting in bleeding that stopped with cauterization. The procedure completed with use of a backup instrument. Intuitive surgical, inc. (Isi) obtained the following additional from an isi clinical sales representative (csr), who was present with the surgeon during the reported event: during a da vinci-assisted bilateral inguinal hernia procedure, the wrist of a force bipolar instrument broke when the surgeon had been working with, and had attempted to grasp, the hernia sac while using the strong grip mode function of the instrument. The instrument was not stuck on tissue and there was no observed fragment fall into the patient. The instrument tips and jaws were aligned and straight but the force bipolar instrument was broken the wrist and could not be removed through the cannula. The surgeon removed the instrument and the cannula at the same time but in doing so, the broken portion of the instrument ¿scraped the abdomen on the way out¿. There was no visible laceration or bleeding but peritoneal tissue was ¿raised¿ or, ¿distended¿ with no medical intervention required. The surgeon continued to remove both the instrument and cannula together but the instrument then ¿stuck¿ the abdominal wall with no observed injury or harm. The surgeon used a non-robotic grasper instrument to keep the force bipolar instrument away from all tissue and out of the patient. Again, there were no visible lacerations inside the abdominal wall or other than the ¿raised peritoneal tissue¿. Once the cannula and instrument had been removed, the surgeon used an ¿open non-isi bovie¿ instrument to cauterize a ¿pin mark¿ portion of the skin at/around the port site as a precaution. There was minimal to no bleeding. The customer reinserted the cannula and applied a backup force bipolar instrument. The procedure completed robotically with no patient injury. The ¿ports closed normally¿ by ¿common practice.¿ the patient was reported as being in stable condition.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. No image or procedure video was provided for review. A review of the system logs for the event date has been performed by an isi post market surveillance specialist and the following was observed: while there were dvstream communication, and a fan, messages present, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs for the event date has been performed by an isi advanced failure analysis (afa) engineer and the following was observed: force bipolar (part#: 471405-06, lot#: n11210308 0046) was recorded as being used once, in-use for 12:00 minutes, and it had 8 of 12 uses remaining. While no reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted bilateral inguinal hernia procedure, the wrist of a force bipolar instrument broke when the surgeon had been working with, and had attempted to grasp, the hernia sac while using the strong grip mode function of the instrument. The instrument tips and jaws were aligned and straight but the force bipolar instrument was broken the wrist and could not be removed through the cannula. The surgeon removed the instrument and the cannula at the same time but in doing so, the broken portion of the instrument ¿scraped the abdomen on the way out¿. There was no visible laceration or bleeding but peritoneal tissue was ¿raised¿ or, ¿distended¿ with no medical intervention required. The surgeon continued to remove both the instrument and cannula together but the instrument then ¿stuck¿ the abdominal wall with no observed injury or harm. The surgeon used a non-robotic grasper instrument to keep the force bipolar instrument away from all tissue and out of the patient. Once the cannula and instrument had been removed, the surgeon used an ¿open non-isi bovie¿ instrument to cauterize a ¿pin mark¿ portion of the skin at/around the port site as a precaution. There was minimal-to-no bleeding. The customer reinserted the cannula and applied a backup force bipolar instrument. The procedure completed robotically with no patient injury. The patient was reported as being in stable condition.